Event description:
A malfunction was reported on the customer's pump after it fell onto the floor. Customer¿s blood glucose (bg) level was 124 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.